Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that; the nurse loaded egiauxl with a tri-staple and checked the jaws opening/closing. The surgeon clamped the sigmoid colon, however ,the handle was stiff. The nurse checked the jaws opening/closing again and also confirmed they were stiff. Replaced by a new egiauxl, the procedure was completed. Procedure: laparoscopic sigmoidectomy UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. Additional information received via email from (B)(6) on (B)(6). 1. Can you confirm that product is available and will be returned for evaluation. - yes 2. What is the product ID and lot number for the tri staple? - no information is available (B)(4). 3. Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? - no information is available. 4. Was any reinforcement material used in conjunction with the stapling device? - no.